Manufacturer narrative:
(B)(4). Customer reports: transmitter not communication and led not blinking anomalies. Unit received and placed unit under microscope and found contamination/moisture damage at the connector pins. In conclusion, unable to perform functional, check led, verify rf/ble association test due to the moisture damage at the connector pins. The customer complaint of communication and led anomalies could not be confirmed.

Event description:
Information received by medtronic indicated that the sensor was not working. Customer stated that the connector bridge or pins were not damaged. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.